Event description:
It was reported that the device was implanted on (B)(6) 2013 and right after implant the patient lost functionality. The patient was able to walk with help but was not able to use his hands to eat, could not turn over in bed and could not move himself. The patient had physical and occupational therapy and had regained 30-40% of his functionality. The patient took a lot more sinemet orally. The issues had continued until the patient had a revision.

Manufacturer narrative:
(B)(4). Reference report number: mw5041381.

Event description:
It was later reported that the day following the patient's new implant his ability to function had taken a nose dive. The patient had been functioning extremely well, even driving a car with his previous device. Following the new device he felt very weak and ill for a day. The night following that day the patient had woken up unable to move much, he was extremely disabled. The patient's wife had to walk him to the bathroom, help him with his needs there and bath him. The patient's speech had worsened and he was unable to walk without help. The neurosurgeon was made aware and had stated that he could not explain how that would be related to the deep brain stimulator device. The patient was still functioning poorly but due to physical therapy he could walk with a walker and feed himself. The patient's change in function had basically been dramatically overnight and had taken a month of home healthcare to get the patient back to half the function he had before the new device. The patient had never returned to previous functioning levels.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v026959, implanted: (B)(6) 2007, product type: lead. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v187428, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).